Event description:
It was reported that the patient with a tactra device experienced pain, and upon evaluation, the device was found to have fractured in half. A surgical procedure was performed to remove the device. No additional complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with a tactra device experienced pain, and upon evaluation, the device was found to have fractured in half. A surgical procedure was performed to remove the device. No additional complications were reported.